Event description:
It was reported to philips that the geometry got stuck. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary angiography was completed after rebooting the system thrice. There was no harm reported to philips. As the device was out of warranty, the customer opted for a third-party evaluation and repair. There was no service provided by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary angiography was completed after rebooting the system thrice. There was no harm reported to philips. As the device was out of warranty, the customer opted for a third-party evaluation and repair. There was no service provided by philips. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.